Event description:
It was reported there was a system error. The programmer was returned for repair and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported error; it was noted the programmer locked up on the company logo screen. Analysis also found the programmer was unable to load; hard drive found out of electrical specification. (B)(4).